Event description:
It was reported that both the atrial and ventricular leads exhibited noise. The noise could not be reproduced with isometrics. The lead was capped.

Manufacturer narrative:
No medwatch form was received.